Event description:
According to the reporter: surgeon stated that the mesh was implanted about one year ago. The patient had been seen by surgeon post- operatively multiple times over the past year and presented each time with fluid collection around the mesh. Surgeon stated that he has aspirated the fluid each time. The surgeon aspirated fluid from around the implanted mesh at the surgical site multiple separate times. There was no injury to the patient.

Manufacturer narrative:
Medtronic complaint number: pe:(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic complaint number: pe:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to new information received, the fluid was initially seroma but became infected. The dates returned to the doctor to have fluid aspirated are (B)(6) 2016,(B)(6) 2016, (B)(6) 2016. The mesh removed surgically on (B)(6) 2016.